Manufacturer narrative:
As of this report no documentation of testing results has been provided by the customer nor has this device been sent to an independent laboratory for conformation culture testing. Upon follow up, the customer has indicated ¿microbiology clear now, please disregard." Further clarification has been requested to obtain more information regarding this claim. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility at the time of this report. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related case: (B)(6) evis exera ii gastrointestinal videoscope gif-2th180 serial number (B)(4).

Event description:
The customer reported to olympus, during routine testing of loaner asset, evis exera iii gastrointestinal videoscope the scope tested positive for microbiological contamination. The scope reportedly tested positive for an unknown measurement of stapphyloccus epidermis. Sampling occurred during reprocessing prior to use. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Multiple attempts were made to obtain additional information including the user culture results however, were unsuccessful. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.